Event description:
The customer reported that smartsite "aren't threading on as ar. They only go part (1/4) way of the thread whereas the 'old' ones were going a full thread and as such the lines are blowing off." From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.